Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, patient was hospitalized due to high bg, the duration of hospitalization was greater than 24 hours. Patient was tested positive for ketones. No further information available.